Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report erbe c-00 errors. Site tried to power cycle the erbe, but the errors continued every time the surgeon activated energy. System logs were not available during the call but could hear the error tones in the background. Tse recommended to power down the erbe, remove the power cord, disconnect all 3 connections on the back, install just the rcb connection and plug the power cord back in. Site attempted this but the issue continued. Tse suggested to bring in a force triad with activation cable or swap out the tower. Site stated that they might have a tower available and would rather go that route instead. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to the reported event. The integrated electrosurgical unit (iesu) generator was tested using the system. Upon powering on the generator an error c-34 displayed. The generator will be returned to the original equipment manufacturer. The root cause is attributed to electrical errors from the generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.